Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast tenderness and pain, left breast hematoma requiring evacuation, capsular contracture baker grade unknown requiring left breast capsulotomy and increased risk of alcl.

Event description:
Patient representive reported left breast tenderness and pain, left breast hematoma requiring evacuation, capsular contracture baker grade unknown requiring left breast capsulotomy and increased risk of alcl. Device has been explanted.